Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service representative (fsr) that during coil cable service order cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. No patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue replaced the drive manifold. The fse also replaced the fiber-optic connector because it was broken. The unit operated as intended and was returned to service.

Event description:
N/a.